Manufacturer narrative:
In this case, pph was not controlled by the jada system and escalation of care to a hysterectomy was necessary. We are reporting this event as a MDR as we cannot rule out the failure of the jada system to control her pph contributed to the need for the post-jada medical and surgical interventions. This report will be amended if we receive additional information regarding this event. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
The patient was noted to have abnormal postpartum bleeding related to uterine atony after her delivery. Her record noted that it was "unknown" if there was a lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this patient received txa (1 dose) and methergine (1 dose). The estimated blood loss at the time of jada insertion was 900 ml. Jada was inserted 0.33 hours (19.8 minutes) after delivery of the placenta. The total amount of blood collected in the canister during jada treatment was 900 ml. Jada was reported as removed after 0.92 hours (55.2 minutes) total in-dwelling time. After jada insertion, treatment for this patient escalated to a rapid transfer to the or for hysterectomy. After jada removal, the patient received the following blood products: red blood cells (10 units), platelets (3 units), fresh frozen plasma (8 units) and cryoprecipitate (1 unit) which were indicated for pph and surgery. Total blood loss for this event was reported as 5500 ml.